Event description:
The patient reported pulling one of the leads the first day. The patient also noted that the left breast seems to be "detached, dead weight." Follow-up clarified that the lead or leads were merely repositioned and remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: vedr01 ipg, implanted: (B)(6) 2014. (B)(4).